Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady pacing remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The cause of the loss of capture could not be determined, as the device was pacing during laboratory analysis.

Event description:
It was reported that the patient implanted with this pacemaker had a syncopal event and was sent to the hospital. The patient had no pulse when arriving at the hospital and their heart rate was about 30 bpm. The device was interrogated and a red warning screen was displayed on the programmer, indicating the device had reverted to safety mode operation. Technical services discussed that the device required replacement, as it would not be able to be reprogrammed. It was noted safety mode provided pacing at a rate of 72.5 bpm, with an output of 5v @ 1.0ms. As loss of capture was reported, a thorough evaluation of the leads was needed at the replacement procedure. The pacemaker was explanted and replaced the next day; the leads tested with normal measurements on the pacing system analyzer (psa) and remain in service with the new device. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.